Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited decreased r-wave amplitudes and intermittent failure to sense. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.